Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient presented for a planned right lower extremity angiogram with angioplasty. During the procedure, 2 evercross pta balloon catheters ruptured on irregular plaque leading to seeming occlusion of the deep femoral branch. The first evercross balloon ab35w06060135 had a pin hole rupture. The second evercross balloon ab35w06040135 also had removal difficulties. There was concern for potential retained balloon material. The procedure was aborted, and a vascular surgeon was consulted. The patient was urgently taken to the operating room suite for intervention. No balloon fragments were identified. At the time of the balloons rupturing, the interventional radiologist was not utilizing the insufflator and only using approximately 8mm hg of hand pressure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Mw5168654 and mw5168655 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction notify date should be 2025-04-21 and not 2025-04-22 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.